Manufacturer narrative:
The insulin pump was received with blank display due to cracked and bleeding lcd window noted.

Event description:
The customer's mother reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was unknown at the time of the incident. Customer's mother stated that they were in a car accident which caused the insulin pump's display to crack. The customer's mother stated that the car accident is not related to the insulin pump. The customer's mother stated that the display was smashed. The customer's mother declined troubleshooting stating that they already completed troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.